Event description:
During product evaluation it was identified that the empty all in one eva container was observed to have an unknown particulate inside. This was identified during the visual inspection of the sample; there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: baxter received one sample for evaluation. Visual inspection of the device noted particulate matter within the fluid path. This was determined to be a manufacturing process issue. A CAPA was opened to address the issue.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation or if any additional relevant information becomes available, a follow-up will be submitted.